Event description:
Abdominal fluid collection [localised intraabdominal fluid collection]. Case description: spontaneous report received on 09/23/2010 from a health care provider (hcp), via a company rep, regarding a female pt (unk age and initials). The pt had a history of a laparotomy for gynecological malignancy. The pt experienced abdominal fluid collection after receiving seprafilm. On an unspecified date, the pt received an unspecified number of sheets of seprafilm as an adhesion barrier after undergoing laparotomy for gynecologic malignancy. The pt was readmitted approx two weeks after the index procedure for an abdominal fluid collection. The fluid collection was reported as "large (10 cm+), and encapsulated". The pt had a drain placed and fluid collected from the drain was cultured with no positive identification of microbes. The hcp reported that he had recently begun using evicel surgical sealant and that the fluid collected might be related to that product. The hcp provided a sample of the collected fluid to a company rep to see if it was possible to culture the specimen for the presence of ha/cmc, the principle components of seprafilm. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.